Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via remote transmission that multiple episodes of auto mode switch due to competitive pacing in the atrium were observed. Programming changes were made. The device remains implanted.